Event description:
During a lap anterior resection procedure, after receving an error code and troubleshooting the device, the blade tip was found to broken. Not noted how case completed. No patient consequence.